Manufacturer narrative:
The guidewire and fractured tip were received at csi for analysis. The guidewire was fractured at the proximal spring tip solder bond. Scanning electron microscopy (sem) identified rotational damage on the proximal spring tip filars and evidence of ductile torsion on the core wire fracture faces. This damage is evidence that the spinning driveshaft contacted the spring tip, resulting in a fracture. The instructions for use (IFU) cautions to maintain more than 5mm distance between the distal end of the oad driveshaft and the proximal end of the guidewire spring tip. If the distance is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. The root cause of the fracture is due to use not consistent with the IFU. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Treatment was performed in a 3.5mm, heavily calcified and tortuous lesion in the left circumflex artery (lcx). After evaluating the lesion with intravascular ultrasound (ivus), the physician began treatment using a diamondback 360 coronary orbital atherectomy device. While observing on cineangiographic imaging, the physician spun the oad on glideassist, but the patient's anatomy caused difficulties when attempting to advance the oad. After several attempts were made to cross the lesion, the viperwire advance guide wire contacted the oad driveshaft tip, resulting in the viperwire becoming stuck in the oad driveshaft tip. The oad and viperwire were removed. Ex vivo, the viperwire spring tip was observed to be fractured and stuck in the driveshaft. A new oad and viperwire were used to complete the procedure. The patient was stable.